Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-operative examination revealed ventricular lead dislodgement and loss of capture. The lead was explanted and replaced.